Event description:
The following has been reported by customer: event date: april 25, 2026. An incident report was received indicating that during the patient's surgical procedure, the agilia sp tiva infusion pump automatically and spontaneously delivered a bolus of remifentanil. The pump activated an alarm indicating that a bolus was being infused, which alerted the anesthesiologist.the patient developed severe bradycardia, which was promptly managed and controlled by the anesthesiologist through the administration of atropine. Once the incident was reported, the infusion pump was removed from use and replaced with another unit that was checked and certified.the affected pump was sent to the service provider for inspection and technical evaluation. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.